Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report was not confirmed due to the lack of a sample. Based on the information gathered during baxter's investigation, the root cause of the alarm was not determined. The lot information was unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A nurse (rn) contacted (B)(4) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 5 of 5. The rn stated there was nothing unusual noted with the supplies. The rn confirmed she checked the lines and the bags. The technical service representative (tsr) reviewed proper procedures with the rn. The tsr further instructed the rn to cycle power to clear alarm to end therapy. There was no injury or medical intervention reported.